Manufacturer narrative:
Intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The act, esc, b, and up arrow buttons were unresponsive. Customer's blood glucose level was 81 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.